Manufacturer narrative:
There is more information on the device evaluation. Additional information is received from customer. This supplemental report is being submitted to provide this information. Event took place during reprocessing. It is not known how the grey connector was broken. The staff are trained annually on using the device and is very experienced in using the device. The device history record review confirmed that device conformed to specifications at the time of shipping. There is no available repair history for this device. Root cause of the event cannot be specified. It is likely that it happened as below: the tube was unable to be connected since the connector was loosened and apart. As for the cause of the loosened connector, it may be that the user applied stress to the connector toward loosening direction, and the stress was accumulated, or the connector have been hit by something hard. User can detect the event by inspecting the equipment. The instructions for use includes the following statements: chapter 3.inspection before use 3.3 inspecting the connectors check the following for each connector. The connector should be fixed firmly the o-rings should be free of abnormalities such as cracks, tears, or dents.

Manufacturer narrative:
Additional information is not yet available for this event. Field service engineer (fse) went on site to evaluate and repair the device. Fse observed that the top part of the grey connector had become unscrewed. Fse removed and replaced the grey connector according to the technical guide. Equipment was repaired and verified according to original equipment manufacturer instructions. Software attributes have been verified and confirmed. The covers of the oer-pro were not removed so an electrical safety check was not required. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, the grey connector of the device was broken. There is no reported harm to any patient.